Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. The manufacturer¿s international service technician confirmed the reported backup alarm issue. The technician replaced the power management (pm) pcba to address the problem. The unit was checked, run, cleaned and functionally tested and no additional problems were found. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Parts were not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported an e/c 1104 (backup alarm failed) occurred. There was no patient involvement.